Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer cribriform occluder was chosen for implant. During device deployment, both the right and left discs of the device had a bulbous shape. After removing the device from the patient, the same event occurred again on the preparation table. The physician exchanged the device for a new device of the same size, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of an amplatzer cribriform occluder presenting bulbous deformation in both discs was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, two photos were received for analysis. Based solely on the aforementioned photos, the device appeared to deploy deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.